Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 28, 2017. The returned sample was visually inspected upon receipt. It was found that the blood inlet port on the oxygenator was dented inwards. There were no other anomalies noted anywhere else on the product. A representative retention sample of the oxygenator was visually inspected and found to have no damages or anomalies, specifically on the blood inlet port. It is likely that the port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the 3/8tn inch inlet port of the oxygenator was deformed. No patient involvement. Product was changed out. Procedure completed successfully.